Event description:
Customer called to report the pump did not have a response to the button press. Device was not dropped, bumped, or exposed to moisture. Troubleshooting was performed. Unit tested ok.